Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. A revision was performed to reposition the lead. However, the physician was unable to advance the lead further as the pocket was tight. The plan was to send the patient for a total lead extraction two to three weeks from this time. Additional information received which indicated that this lead was explanted due to product performance issue. No additional adverse patient effects were reported.